Event description:
It was reported that customer experienced high and low blood glucose. It was reported that low blood glucose was between 37 mg/dl and 40 mg/dl. Customer will be visiting healthcare professional regarding adjustments. It was also reported that infusion set was not delivering, but was able to resolve with infusion set change. Customer declined to speak with helpline. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.